Event description:
It was reported that a flogard infusion pump had an occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an occlusion was determined to be a downstream occlusion - false alarm found in the alarm history review. The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The cause was determined to be an out of calibration downstream occlusion sensor. The downstream occlusion sensor was replaced to correct the reported condition. The device was returned to the customer in good working condition.